Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The technical support engineer (tse) analyzed the system logs and advised reprogramming the system for 311 golden image errors. The fse programmed all components on the console. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a programming issue related to 311 golden image errors on the console. Based on the tse analysis and the fse field evaluation, the device may have contributed to the customer-reported issue. The system required reprogramming of all components on the console, which resolved the problem and verified the system as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an issue was encountered prior to starting the procedure involving non-recoverable 297 faults. The operating room (or) charge nurse attempted multiple system reboots but was unable to clear the error. Technical support engineer (tse) guided the staff through a hard reboot of the system and reseating all blue fiber cables, but the error persisted. Logs were not available at the time of the call. The staff decided to swap out the da vinci 5 system with an unused da vinci xi system and proceeded with the case. The procedure was converted to another da vinci with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue occurred after port placement prior to docking.